Event description:
Olympus was informed that the customer evis exera ii ultrasound gastrovideoscope was returned to olympus for service/repair for a reported the¿ scope failed leak test but did complete the disinfectant cycle¿ during reprocessing. Upon inspecting and testing, a portion of the forceps cover adhesive at the distal end of the scope was found peeled off/missing. This report is being submitted to capture the forceps cover adhesive defect. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported failed leak test as the scope was leaking at from inside the instrument channel (hole/cut) and from the elevator channel inlet (loose). Additionally, a portion of the forceps cover adhesive at the distal end of the scope was found peeled off/missing. The bending section cover glue is cracked and discolored. The control knob movement has minor play. A review of the repair history shows the scope was last serviced via repair in december 2021 for leakage from a cut/hole in the instrument channel. The investigation is ongoing. Therefore; the root cause of the reported issue cannot be determined at this time. However; if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 3 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by external force that was applied to the relevant part. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.